Manufacturer narrative:
The product evaluation has been completed. The iol was returned in three pieces. The optic had been cut or torn in half with one of the halves torn in half lengthwise through the plate. One haptic arm is attached to each piece of the plate. The other plate is intact. None of the haptic arms are bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The product evaluation could not verify the failure mode due to the condition in which it was returned. The product lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no similar events reported events for this lot to date. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Event description:
It was reported that an intraocular lens (iol) was explanted approximately 15.5 months post implant as a result of z syndrome. A lens of a different model and diopter was implanted. Though requested, no additional information has been received.